Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-01619 and 2134265-2013-01620. It was reported that during a percutaneous coronary intervention, the motor drive (mdu) was unable to pullback the imaging catheter. Vascular access was obtained through the radial artery. The lesion was located in a mildly calcified left main coronary artery. During the ivus procedure, the mdu of the ilab imaging system was unable to automatically pullback the atlantic imaging catheter however, te catheter was able to be pulled back with manual pullback. Connection issues between the mdu and sled were also noted. The procedure was completed with this device. No complications reported and patient's condition is good.

Event description:
Same case as MDR ID # 2134265-2013-01619 and 2134265-2013-01620. It was reported that during a percutaneous coronary intervention, the motor drive (mdu) was unable to pullback the imaging catheter. Vascular access was obtained through the radial artery. The lesion was located in a mildly calcified left main coronary artery. During the ivus procedure, the mdu of the ilab imaging system was unable to automatically pullback the atlanti imaging catheter however, te catheter was able to be pulled back with manual pullback. Connection issues between the mdu and sled were also noted. The procedure was completed with this device. No complications reported and patient's condition is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit was not recognizing the catheter and was spinning without being activated. Root cause of the failure is a series of burned resistors on the backplane pca board. The complaint about the connection problem is related to communication between system and motor drive. Once communication is lost, mdu5 will not pullback. Therefore, no pullback is a secondary effect. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear. (B)(4).